Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a sensing anomlay in the bipolar and unipolar configurations and low bipolar impedance.